Event description:
Tmj implants, inc. Was unable to investigate this specific complaint. In order to complete an investigation, the following information is necessary: specific device information such as product number or lot number confirming that the medwatch is related to co's device.

Event description:
Previously had vitex implant. In 1992 received christensen implants. Damage and paralysis has occurred. Pt is experiencing swelling, leg pain, falls when pt walks and unable to walk up stairs. Doctors are unable to control their blood pressure. Pt has a bladder infection, blood in their urine and two tumors in their uterus. Pt is also having difficulty breathing. Pt eats very little, gags on food and has gained 262 lbs due to medications.